Event description:
It was reported via repair work order that the foot end lift was stuck up in elevated position due to a damaged lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the head end lift was stuck up in elevated position due to malfunction board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow up being submitted as it was determined during the investigation that the footend lift was stuck at an elevated height and not the headend lift, as originally reported. The headend lift was stuck at a low height position which is an annoyance issue and is the proper position for emergency care if necessary. The footend lift was stuck at an elevated height due to a damaged lift coupler. The executive summary has been updated to address the issue.